Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pump was removed due to infection, symptoms not reported. The patient recovered without sequela. The pump was used to deliver morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.